Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) user facility listed in initial reporter.

Event description:
According to the reporter, the patient underwent gastric bypass surgery on (B)(6) 2016 but had to be readmitted on (B)(6) because of peritonitis.